Event description:
A malfunction alarm, identified as malf 0, was reported, and technical support assisted the customer in resetting the pump, ensuring the malfunction did not recur afterward. It was unknown whether the issue caused the customer's blood glucose level to exceed 500 mg/dl. Following the resolution, the customer continued using the pump and was advised to contact technical support if any further malfunctions occurred.